Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool sf nav catheter and suffered a symptomatic transient ischemic attack (tia) which the patient was kept overnight for monitoring. It was reported that the patient had a transient ischemic attack (tia) after the procedure was completed. The physician stated that the patient was symptomatic, but the physician wasn't specific about the symptoms. They were unable to provide information on how the injury was confirmed. The patient was kept overnight for monitoring. They reported that the injury resolved on its own by the morning, and the patient was discharged the next day after the ablation procedure with no residual issues. It was unknown if any medical intervention was provided to the patient. The last known patient status was stable. A smartablate generator was used for ablation. The carto 3 system was used for mapping. Additional information was received. The physician¿s opinion on the cause of this adverse event was that it is unknown, the patient missed multiple doses of blood thinners pre-procedure, but patient was in sinus rhythm and had been in sinus rhythm. No intervention was provided. The patient was admitted and monitored. The outcome of the adverse event was fully recovered (no residual effects). No evidence of char or blood thrombus/clot during the procedure.